Event description:
During coil embolization of the right posterior communicating artery, the physician felt friction at the distal part of the echelon 14 microcatheter while advancing a cashmere 14 coil (crc14061530/m10589), and the coil stretched. This was the second coil advanced through the microcatheter. The surgeon withdrew the wire and tried many times, but still failed. The coil was found to be stretched when removed from the patient. The surgeon changed to a same/like product to complete the procedure. There were no patient adverse events. No additional information could be obtained.

Manufacturer narrative:
(B)(6). Complaint conclusion: the device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching and resistance could not be confirmed without product return. Based on the information provided, the stretching may have been caused by the resistance within the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends,¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm). Caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire codman microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system. Caution: if the codman microcoil system becomes immobile in the infusion microcatheter, apply a gentle push pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices.¿ there was no evidence in the information provided or the review of manufacturing documentation to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR report.

Manufacturer narrative:
The device was returned for analysis on 7/14/2014. During analysis, it was noted that the coil was prematurely detached. Complaint conclusion (updated): during coil embolization of the right posterior communicating artery, the physician felt friction at the distal part of the echelon 14 microcatheter while advancing a cashmere 14 coil (crc14061530/m10589), and the coil stretched. This was the second coil advanced through the microcatheter. The surgeon withdrew the wire and tried many times, but still failed. The coil was found to be stretched when removed from the patient. The surgeon changed to a same/like product to complete the procedure. There were no patient adverse events. No additional information could be obtained. As viewed through the returned packaging, the coil was found to be completely unsheathed, stretched, entangled, and detached from the device positioning unit (dpu). Therefore, it cannot be determined how much coil damage occurred from post-procedural handling. The coil¿s socket ring was fractured at the soldered base. No material defects were found. The coils unintended detachment was mechanical in nature. The locking mechanism has compression and stretching damage. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been damaged. The most likely cause of the coils friction occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism catches the inside of the v notch of the resheathing tool and becomes embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath may have also caught the v notches extended edges. This produces a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produces significant resistance during coil advancement and a portion of the coil damage found. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ a second contributing factor to the friction, coil damage, and the unintended detachment may have been due to interference inside the microcatheter. The source of this interference; whether of a fixed or detached nature cannot be determined. In addition, without the return of the echelon 14 microcatheter and the rhv used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A third contributing factor to the coils unintended detachment and a portion of the coil stretching may have occurred when the coil was retracted through the rotating hemostatic valve (rhv) with the green introducer proximal and outside the rhv. This would have caused the coil to come in contact with the adjustable rubber gasket inside the rhv. This contact may have produced an anchored effect resulting in the unintended detachment of the coil and a portion of the coils stretching damage. If this did occur, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: pulling the exposed microcoil through the rhv grommet may damage the coil.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil stretching and resistance were confirmed through product analysis. It is not possible to determine if the premature detachment occurred during the procedure or during post-procedure handling. Based on the product analysis, the damages were most likely related to procedural/handling factors addressed in the IFU. There was no evidence in the information provided or the review of manufacturing documentation to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.